Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97792, lot# n378907, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient reported feeling a jolting that started over the past week. The reporter believed that the jolting was positional in nature. It was noted that the reporter believed this for a few reasons including the fact that the patient had no control over the implant because of the patient programmer issue and the adaptive stimulation had not been enabled at this time. It was further noted that impedances all ran normal and they were all in the 1000 ohm range. It was noted that the patient could not make adjustments both with or without the antenna attached. It was noted that the patient was unable to connect using a brand new programmer. It was noted that the patient could turn implantable neurostimulator (ins) on and off with the implantable neurostimulator recharger (insr). It was noted that antenna was changed out for the patient and it looked like a ¿wire broken in the antenna jack.¿ additional information received reported that the patient programmer would not do telemetry with or without the antenna. It was noted that the recharger worked. It was further noted that the device was less than 30 days old. Additional information received reported that the patient received a new patient programmer but did not get a new antenna. It was noted that the patient had not tried the new programmer with the existing antenna. It was noted that no malfunctions were seen or cause of the issue determined. It was noted that the cause was the programmer not working. It was noted that the patient received a new programmer. It was noted that the patient was fine and stimulation was good. Analysis found a cracked solder joint at the antenna jack.